Manufacturer narrative:
Evaluation summary: unique device identifier (UDI): (B)(4). Visual inspections were performed on the returned device. The reported stent dislodgment was not confirmed; however, the stent implant had moved proximally on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the omnilink elite stent delivery system was advanced through the sheath aperture, but the stent dislodged and slid back on the sds. The stent never entered the sheath. The sds and stent were removed from the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.